Event description:
It was reported that a hole in the cassette was noted when the package was opened. The event occurred before use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual and functional inspections were performed. Visual inspection of the sample found cuts along cassette sheeting weld. Functional testing found leaking from the cassette sheeting. Sample analysis was unable to determine a cause for the event. A review of all batch record documents was performed for associated lot number h13l26030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.